Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the flexible suture passer needle got stuck within the applier and could not be actuated. Tried multiple needles and milked the instrument with the same negative results. At this point, the surgeon chose to go mini open to complete the repair successfully without further issue.

Manufacturer narrative:
Mitek is, at this point, in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.